Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the connector pin measuring 17.5cm was returned for analysis. A fracture of the outer coil was found at 6.0cm from the connector pin, consistent with fatigue. This fracture is consistent with the observation from the field of high pacing lead impedance.

Event description:
It was reported that when the patient presented for routine follow-up high, out of range pacing lead impedance was observed. The lead was explanted and replaced.